Event description:
Additional information noted the event was a pre-existing condition that was worsening or exacerbated, previously it had been noted as a new illness or injury.

Event description:
Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had urinary urgency and incontinence of a approximately 4 weeks. An ¿unscheduled¿ visit on (B)(6), 2014 revealed that the patient had a urinary tract infection caused by e. Coli. The patient was treated with bactrim on (B)(6), 2014. The etiology of the event was noted as a ¿new illness, injury¿. The patient outcome was reported as ongoing. If additional information is received, a follow up report will be sent.